Event description:
No info was provided regarding the event. No event was reported, however physical exam of the returned device reasonably suggests that a leak may have occurred.

Manufacturer narrative:
Visual exam of the returned device determined the access port tubing connector to be a taper I. The reporter of the complaint was asked to indicate the event and product serial number. The info has not yet been rec'd by inamed. Analysis of the device noted an opening of the band tubing located near the stainless steel connector (this is the portion of tubing located betweeen the stainless steel connector and the band, not between the stainless steel connector and the port). The opening of the band tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Another breakage was noted in band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Although, no event was reported, physical exam of the returned device reasonably suggests that a leak may have occurred.